Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised right crossbrace is broken at the top near the weld and on the weld.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, broken/cracked tubing. Broken tubing just below weld on x brace and seat rail. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observation's, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the cross brace of having a fracture near where the cross brace tube and seat rail were welded. The fracture appeared to be caused from mechanical stress under a shear load. Complaint was confirmed. The underlying cause is mechanical stress under a shear load. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer advised right crossbrace is broken at the top near the weld and on the weld.